Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. Approximately 45 minutes post implant, it was noted that there was a pericardial effusion. Pericardiocentesis was performed to treat the effusion. There was no perforation noted. There were no further patient complications reported and the patient was discharged home.